Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass cap exhibited a distal circumferential fracture confirming the reported event. The glass cap exhibited severe devitrification at the output window, the fiber was tested with hene laser fixture and there are no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. The forward firing test for this device resulted in an output which was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported fiber break as there was no physical separation identified of the fiber. Based on analysis result, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber tip broke after 214,300 joules and 30 minutes of use. The procedure was completed utilizing a second fiber without patient complications. After that, the product was returned for analysis and the product investigation identified a distal circumferential fracture. After that, the product was returned for analysis and the product investigation identified a distal circumferential fracture.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber tip broke after 214,300 joules and 30 minutes of use. The procedure was completed utilizing a second fiber without patient complications.